Event description:
The customer reported to olympus, the hd autoclavable camera head had an abnormal image. The issue was found during maintenance. There was no delay to treatment. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the reported complaint was not confirmed. Compared with the spare device, the image was found normal.the investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.